Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections b5 and d1, to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly, hemostasis heath, locator and unknown access sheath were returned. Visual inspection revealed that there were no signs of damage or deformation noted on the hemostasis heath and arteriotomy locator. The hemostasis sheath was examined, and the bypass tube was placed within the hemostatic valve. There was no damage or deformation found on the distal tip of the sheath. It was noted that the carrier tube assembly was found to be completely removed from the hemostasis sheath and the deployment sleeve of the device was in the forward lock position. The anchor was fully exposed and hung at the distal end of the tube and some swelling of the collagen could be noted within the slit in the carrier tube. No other visual anomalies were noted. Functional testing was not performed; the bypass tube was not able to be resituated over the anchor because the collagen had expanded as it was likely exposed to blood. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that hemostasis sheath was attempted to be removed manually to verify the presence of the anchor and collagen after a non-deployment pullout event; the collagen had expanded as it was likely exposed to blood, and the bypass tube could not be reinserted over the carrier tube assembly to perform functional testing. It is likely that the position was lost within the artery and the device was pushed to the forward lock position while the tip of the hemostasis sheath was obstructed by subcutaneous fat, opposite end of the artery or some other foreign obstruction. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 16jun2020. The patient was in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation - manager. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Terumo received an unidentified angio-seal device. The user facility confirmed that the device received was an angio-seal device used during the procedure. The anchor did not deploy, and device came out of the patient. The user facility separated the sheath from the carrier tube to verify if the anchor was in the artery or if it did not deploy. There was no blood loss. Manual compression was used.